Manufacturer narrative:
B3: date of event is unknown. The suspected device was returned for evaluation. No discrepancies related to the complaint were found during visual inspection. Review of the event history log (ehl) showed a "high pressure" alarm was recorded multiple times. The customer reported issue was confirmed. The probable root cause of the event was an anomaly in the component (the downstream occlusion sensor) because the test results (measured values) deviated from the product specifications. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.

Event description:
It was reported that the pump alarm went off frequently during use. During device evaluation it was found the anomaly in downstream occlusion (dso) sensor which may cause interruption of therapy during use. There was patient involvement but there is no harm.